Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.010.523, lot: 9912273, manufacturing site: bettlach, release to warehouse date: 17.june 2016 . A manufacturing record evaluation was performed for the finished device lot number, and no non- conformances were identified. Investigation summary background: 06/17/2019: updated event description. It was reported on an unknown date, a driving cap and radiolucent standard insertion handle attached together for insertion. The driving cap/ threaded broke off at the attached area during the insertion. There was no impact on the lateral entry recon nail inserted. It is unknown if there was surgical delay. Procedure outcome was unknown. There is no patient impact. Concomitant device reported: radiolucent standard insertion handle (part#03.010.486, lot#l027182, quantity 1) unk - nails (part# unknown, lot# unknown, quantity# unknown) this complaint involves one (1) device. Investigation flow: damage. Visual inspection: the driving cap was received at the us cq. The device was covered in shallow scratches and scrapes consistent with typical usage. The head of the device had numerous small dents. The threaded tip of the device was broken off. The fragment was lodged in the associated insertion handle. The tip had broken off just after the first thread. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) connector for insertion handle tfna. Manufacturing record evaluation: the received device (part # 03.010.523 lot # 9912273) was manufactured at the bettlach site on 17 june 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the driving cap. The device had scratches and scrapes of its body and many small dents on its head from typical usage. The threaded tip of the device had broken off and was received lodged in the associated insertion handle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a driving cap and radiolucent standard insertion handle attached together for insertion. The driving cap broke off at the attached area during the insertion. There was no impact on the implant that was being inserted. It is unknown if there was surgical delay and the patient outcome is unknown. Concomitant device reported: radiolucent standard insertion handle (part # 03.010.486, lot # l027182, quantity 1). Unk - nails (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) insertion handle. This is report 1 of 1 for (B)(4).